Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a motor error and for off no power. The blood glucose reading was 164 mg/dl. The drive support cap appeared normal and recessed and the insulin pump had not been exposed to a strong magnetic field. She was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarms were noted. The motor passed the motor test. No unexpected off no power alarms were noted. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.